Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals that the matrix is a modular design and the head is designed to be capable of being removed from the bone screw in case of damage or change in surgical preference. The head on the returned part was easily reassembled to the screw and stayed in place as intended. It was noted that the collet was rotated slightly out of position which would prevent proper assembly of the rod and locking cap. A head positioning tool is available in the set to position the heads so that the rod slots line up and a rod can be introduced into the heads of the screws. The positioning tool also maintains alignment of the collet relative to the body. The tool from the pd display set was used to re-orient the collet without issue. There was no issue with the returned holding sleeve. It is not damaged and functions as expected. The polyaxial head is removable and the returned parts met the design requirements when reassembled, the complaint for the screw is invalid. Also, there were no issues identified with the holding sleeve and it functioned as designed. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that during a t10 ilium posterior fusion procedure, the surgeon tried to attach rod to screw and screw head fell off. The surgeon backed out screw and replaced with another of the same. All parts were retrieved. This is 1 of 2 reports for event number (B)(4).